Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels that started on (B)(6) 2017. Blood glucose level at the time of the incident was 547mg/dl which was treated by bolusing through the insulin pump. The customer had the following bg readings: 534 mg/dl; 78 mg/dl; 163 mg/dl; 279 mg/dl 417 mg/dl 498 mg/dl 505 mg/dl 101 mg/dl. Blood glucose level at the time of the call was 388 mg/dl. Customer stated they changed the infusion set and it had a bent cannula and leak. The infusion set has been discarded. During high blood glucose troubleshooting, customer mentioned the insulin pump had a missing dome label sticker. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No insulin smell on pump noted. The test transmitter communicated properly to the pump. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads,cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.